Event description:
A us distributor contacted zoll to report that a patient developed a heat rash under the back therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient was prescribed kenalog cream by a physician. Follow up indicated that the cream is helping with the irritation.